Event description:
It was reported that when using the bd pyxis¿ es refrigerator screen was not working.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was not working. A field service engineer observed that the helmer screen would boot to the temperature screen for a second and then cycle back to black and boot up again. A field service engineer recorded the settings and installed a new scandisk card, the engineer then followed instructions and made adjustments to the calibration offset to resolve the issue. The system functioned as intended after the field service engineer repaired the device.